Manufacturer narrative:
A follow up will be submitted when additional information become available. A getinge technician will sent for investigation.

Event description:
It was reported that the pressure measurement was not correct during treatment. Information received the cable got wet and therefore gave wrong numbers. The cardiohelp was exchanged. No harm to any person has been reported. Complaintnumber:(B)(4).

Event description:
Complaintnumber: (B)(4).

Manufacturer narrative:
It was reported that the pressure measurement was not correct. Information received the cable got wet and therefore gave wrong numbers. The failure occurred during treatment. A getinge service technician (fst) was sent for investigation and repair on 2022-05-17. He could not confirm a malfunction of the cardiohelp, but cleaning of the connection cable for disposables (hls cable connector) solved the failure. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The provided log files do not show any malfunction of the cardiohelp. The root cause was determined by getinge technician as a wet hls cable which leads to the reported failure. According to the current risk file following root causes can also lead to the reported failure: wrong pressure information e.g.: - wrong plugged external pressure sensor or disconnection (mix up); - connection of non-compatible senor; - response time is too long ; - positive or negative pressure beyond specification (release of tubes); - too high / low atmospheric pressure. To avoid corroded pins as result of liquids on the hls cable connector it is necessary to always store the cable on the holder of the sensor panel or connected to the disposable. The review of the non-conformities has been performed on 2022-05-20 for the period of 2016-06-28 to 2022-04-07. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely to have contributed to the reported failure. Based on the results no product related malfunction could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.